Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump had boluses that were not recorded although they were programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2016 with the following findings: during testing, the pump powered on normally and successfully completed the ez prime steps. The pump was exercised for 24 hours on a 1.0u/hr basal program; no issues occurred during the exercise. A normal 10u bolus and a 10u audio bolus were manually performed successfully. Both were accurately recorded in the pump history; the bolus history was found to be recording properly. No hypersensitive keys were observed on the keypad. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).